Event description:
The user facility reported a 62-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. When patient was being moved off the table the pump was pulled out of position. Physician opted to perform a femoral cutdown and remove the pump. The malposition prompted the team to explant the pump .patient is stable post explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another"

Manufacturer narrative:
The investigation for the positioning issue has been completed. According to the clinical details, the patient was taken to the or emergently and while moving the patient off of the cath table the pump was pulled back into the aorta. The decision was made to go to the or and place the pump back across the valve at the end of the procedure. However, after the procedure was performed the physician changed their mind and opted to perform a femoral cutdown and remove the pump. No product was returned for an investigation. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issue was patient movement related. The instructions for use for the impella cp with smartassist states the following: section: general patient considerations: when transferring a patient with the device in place: be careful not to pull on the impella catheter when transferring a patient from one bed to another added - f6/f8 should have been left blank in the initial report.